Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump did not allow to past the fill tubing step and received a minimum fill notification during the load process. Reportedly, the cartridge was filled with 120 units of insulin. It was confirmed that the customer loaded a new cartridge successfully. The customer's blood glucose level was 158 mg/dl.